Event description:
Clinical adverse event received for second manipulations of knee under anesthesia: arthrofibrosis. Event is serious and is considered moderate. Event is not related to device and is related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: knee manipulation. Pre-manipulation (in degrees): extension: 15. Hyperextension flexion: 70. Post-manipulation (in degrees): extension: 0. Hyperextension flexion: 120.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s) for adhesion. Since allegation is not related to manufacturing, mre will not be performed. Monitor ¿ exempt per wi-7915 - known possible complication of joint replacement surgery. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Device history batch: null. Device history review: null.